Event description:
The manufacturer received information alleging a ventilator failing intermittently. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was failing intermittently. There was no harm or injury reported. The manufacturer received the device for evaluation and could not confirm the customer's complaint. There was no malfunction found during evaluation. No components were replaced. The device was serviced and preventative maintenance was performed.